Event description:
The rod was implanted successfully in the femur and the pt was discharged. When daily lengthenings were started, it appeared that the rod was not lengthening. The pt was operated on again to replace the rod on (B)(6) 2012.